Event description:
It was reported that the patient was hospitalized 2-3 times in the past for pump related issues. Additional information had been requested, but was not available as of the date of this report. The drug delivered via pump was morphine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient was not "feeling right", he was not getting the pump "right." The pump would alarm and then the patient would run a high fever, puke everywhere, have diarrhea. The patient had cold sweats and was puking up bowel. The event took place 7 or 8 years ago.

Manufacturer narrative:
(B)(4).